Event description:
Re: danger of progressive lens. I started wearing prescriptive progressive lens (ppl) for correcting long distance sight. While driving with ppl, particularly at night. I noticed that if I wait at a stop light, and before I proceed, when I turn left to see if traffic is clear, the vision is blurred. Similarly, at times, I have to turn right and see if any pedestrian is approaching. I can't see them! I nearly had a serious accident, when I turned into a regular traffic from a side-street, because I misjudged the ongoing car coming from the left. These vision issues are particularly acute at night (as the strong ambient traffic and city light blurs the traffic). Later I was told progressive lens is only useful for direct sight, and not for peripheral sight. I thought even if the periphery doesn't offer progressive lens effect - there will at least long distance clear vision on the periphery. So wrong! FDA should ban use of progressive lens from being used for driving or other manual operations where side-vision is important. FDA should require all progressive lens ads and claims to include that these could be (1) very dangerous for driving, particularly at night (2) have the periphery filled with long distance vision to see ongoing cars at a distance, and minimize the light distortion. This problems of distorted and blurred images on right and left of the lens went away when I ordered the conventional single lens glasses. I no longer have these issues wearing conventional prescription glasses. When I first ordered the progressive lens, I was told the lens only work for direct sight, but not useful for periphery. They didn't mention the very serious danger in driving. That the periphery was blurred, we could misjudge seriously the danger of a speedy car. Trust FDA can work swiftly on this. (B)(6) was retailer.